Event description:
It was reported that on (B)(6) 2024, the bed exit functions were unable to be set on the centrella bed and a patient fell and sustained a hip fracture. The patient was transferred to a different facility for surgical repair. No further information was provided. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2024, the bed exit functions were unable to be set on the centrella bed and a patient fell and sustained a hip fracture. The patient was transferred to a different facility for surgical repair. No further information was provided. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The device instructions for use (IFU) provide the following steps for activating the bed exit alert system. From the home screen, press the alerts menu control, then choose from one of three sensitivity modes. When the system beeps one time and the bed exit on indicator shows on the home screen, the system is armed. Beds equipped with safeview+ alerts indicators show the bed status at the foot end of the bed for the bed exit alert. The safeview+ alerts indicators project on to the floor to provide an additional visual status of the bed exit alert condition. A green bed exit alert indicator shows when a patient is in bed and the bed exit alert is armed. The device IFU also provides the following warning about the importance of zeroing the bed scale: warning¿always use the new patient zero before a patient is admitted into the bed. Failure to do so may keep old patient data in the bed and cause a risk to the new patient. Always make sure there is not a patient on the bed when you zero the scale. The baxter service technician inspected the bed, and no malfunction of the bed was identified. The technician found that the scale had a negative weight indicating the scale was zeroed with a patient in the bed. The technician zeroed the scale, tested the bed exit alarm, and confirmed proper functionality. Nursing staff was also shown correct use of the bed. In this event, the patient sustained a hip fracture requiring surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury occurred. There was no malfunction of the bed identified during inspection. The cause of the event was due to use error (scale zeroed with a patient in the bed). Prevention of this type of event is outlined in the device IFU. Based on this information, no further action is required.